Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. There was an insulation damage noted 250mm from the terminal pin on opposing sides of the lead. Due to the location and type of the damage, it appeared that this damage was likely caused by entrapment in the clavicle or first rib region.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. It was also noted that there was insulation break. There were no additional adverse effects reported. The product was explanted.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.